Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-26. H6: investigation summary: bd received a 22 gauge nexiva closed IV dual port catheter system from lot 9270676 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no pieces of foreign matter on the needle or catheter of the device. Next, the unit was placed under a microscope to detect any pieces of foreign matter that might have been hidden to the naked eye but no foreign matter was observed during this inspection as well. Based off the visual and microscopic inspections the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: when preparing to use the product, the customer found foreign bodies attached to the tip of the indwelling needle, it was white spot and small particles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: when preparing to use the product, the customer found foreign bodies attached to the tip of the indwelling needle, it was white spot and small particles.